Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction made to become aware date and date received by mfg fields, originally listed as 05/09/2024 but has been updated to 05/09/2025 and subsequently, date due has been changed to 06/08/2025. Date of 05/09/2024 was listed in service case, but all other dates involved are from 2025 so it is believed that the 05/09/2024 date was a typo. No other information changes needed.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Onsite service provided, replacement of the proportional valve and three-way solenoid valve performed to address the issue.